Event description:
It was reported by repair work order that the customer alleged that there was a fracture in the frame. Upon inspection of the unit by the service technician, it was identified that the patient-left outer base tube weldment had a broken weld with exposed sharp edges.